Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >2.5 v capture thresholds and 1300-1500 ohms impedance after two months implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received